Event description:
Asku

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the full lead was returned and analyzed. Helix was disengaged from helical channel. There was blood/body fluid on the distal conductor (not obstructed) and the helix/lobe mechanism (sleeve head). It was also noted that the helix had been over-retracted. The device is part of the advisory for this model.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that during implant of a single chamber ICD system, right ventricular lead had to be repositioned due to low sensing signals. After checking several mapping positions, lead was also positioned for two or three times using active fixation mechanism with 20 rotations each to extract and retract helix. When trying to reposition the lead and extract helix again, physician observed a high mechanical resistance after approximately 2 rotations. It was not possible to extract the helix any more. Lead was explanted and new lead was implanted instead without further complications. No patient complications have been reported as a result of this event.